Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced abdominal pain with ¿blood in effluent¿. It was reported the physician suspected an infection (unspecified). The cause of the events was not reported. It was reported the patient ¿had not received further examination¿ at the time of this report. It was not reported if the patient was hospitalized for the events. Treatment was not reported. At the time of this report the patient was not recovered and dianeal therapy was ongoing. No additional information is available as the reporter declined to provide further information.